Event description:
A caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The caller was attempting to load a new cartridge and had filled the cartridge with 300 units of insulin, with 250 units usable after filling the tubing. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, allowing the caller to successfully resume insulin delivery.